Event description:
It was reported that on (B)(6) 2025, the c-arm continued to move after the switch was released during a selenia dimensions mammography systems, 3d procedure. A field engineer assessed the device and found that a part within the device was sticking. The field engineer repaired the affected part, tested all switches and confirmed that the system is functioning to manufacturer specifications. No user or patient injury was reported.

Manufacturer narrative:
On (B)(6) 2025, a customer observed and reported uncommanded c-arm motion. When moving the c-arm from 45 degrees to 0 degrees (vertical), the c-arm continued until it was upside-down. This occurred twice with no observed error codes. The field service engineer (fse) identified that the rotational (c-arm angle) potentiometer was sticking and cleaned the potentiometer. The fse then verified that the system moved to the expected ¿stop¿ locations called detents (this includes 0 degrees). There was no consumed part / part replacement, so an initial evaluation could not be performed. A review of the device history showed that the behavior did not recur since this complaint. Additional description was provided by the fse. The rotational/c-arm angle potentiometer became stuck due to a grimy substance. This is most likely due to dried grease possibly mixed with dust. The root cause is unknown. The probable cause is that dried grease collected possibly with dust on the potentiometer causing it to stick. Conclusion: in summary, the root cause is unknown. The probable cause is that grease and/or dust collected on the potentiometer causing it to stick. This behavior has not recurred since the troubleshooting. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk level did not change. This behavior will continue to be monitored and trended. Complaint confirmed: no device history record (DHR) review: system sku: sda-sys-3000-3d, system serial number: (B)(6), system date of manufacture: 3/20/2023, UDI: (B)(4), installation date: 4/20/2023, incident date: (B)(6) 2025. A review of complaint history on this system showed no similar occurrences. DHR review: there are no discrepancies related to c-arm control.